Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon realized when reviewing post op x-rays that 44mm head was needed to replace 40mm.

Manufacturer narrative:
An event regarding a revision involving a v40 cocr lfit head 40mm/-4 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the reason for revision was to implant a larger sized head. The surgical protocol states that a trial reduction should be performed to assess hip stability and overall range of motion before closing the surgical site which would ensure the correct components are used.

Event description:
It was reported that the surgeon realized when reviewing post op x-rays that 44mm head was needed to replace 40mm.